Manufacturer narrative:
An internal investigation performed by merge healthcare identified a deficiency in the software when applying drug cutoff ranges. It was determined that the rules for site/workstation specific cutoff ranges are being applied in worklist selection but not in stat data entry. Normal toxicology workflow for adding/verifying drug results is through worklist selection and not stat data entry. Depending on the toxicology user's actions when adding/verifying drug results, there may be inconsistencies on the patient's report. Toxicology customers use cutoff ranges for drug results. Each cutoff range can be configured for a specific site or user workstation or a global cutoff applied to all sites in the user's system. When entering results through stat data entry rules for sites/workstation cutoff specific ranges are not applied but rather a global cutoff which may lead to result discrepancies on the report. Modifications to the software are being scheduled into an upcoming release of merge lis to ensure that any cutoffs associated to a site/workstation be retained for drug results entered by alternate methods. It should be noted that if an incorrect result cutoff has been applied, conflicting results/flagging for the test will be reported. Qualified personnel should identify and review any inconsistencies between, medications, results, and flagging.

Event description:
Merge (B)(4) is intended to be used for receiving, viewing, communicating and storing results from laboratory modalities. Lis functionality includes, recording, annotating, creating/printing labels, calculations, patient medication/interaction information, monitoring, reporting and trending of patient lab results. On (B)(6) 2016, a toxicology customer reported incorrect results are being reported for a single test at specific sites. The test result is reporting as both negative and positive for a single medication and flagging is incorrect. An incorrect result cutoff is being assigned. Merge healthcare determined that this test was configured for site specific cutoffs. At three sites the test was configured with a higher cutoff than the customer's remaining sites. The customer indicated incorrect results are occurring at the three sites configured with the higher cutoff. Merge healthcare is in the process of investigating the customer's test configuration and workflow for entering results in merge lis. Inaccurate results associated with a patient could lead to inappropriate treatment that may lead to harm; however, there is no indication that the issue, reported by the customer, resulted in a death or serious injury. Reference complaint number (B)(4).

Manufacturer narrative:
Merge healthcare corrected a deficiency in the software when applying drug cutoffs. The cutoff that was being used to flag the test as positive was the cutoff associated with the workstation the test was run at (run site) and not the cutoff value definitions defined by the ordering site. To resolve the issue, drug cutoffs defined for the ordering site will always appear in stat data entry and worklists irrespective of the workstation location. If a cutoff is not defined for the ordering site and there is a cutoff for the testing (run) site, then the testing site's cutoff values will be displayed on the worklists and data entry screen. Issue was resolved in merge lis software version 4.2 released july 9, 2018. Revised information contained in this supplement report includes the following: updated manufacturer contact name, updated office contact name, date new information received by manufacturer (corrected software release date). Indication that this is follow-up report 001, indication of malfunction as reportable event, indication that the follow-up type is additional information, indication that additional manufacturer information is contained in this follow-up report.